Manufacturer narrative:
H3: the device was received for evaluation with physical damage noted. Service history review identified the device had been serviced for an unrelated issue within the review period. Visual and functional testing confirmed a ripped downstream occlusion (dso) seal and an indented air detector. The dso seal and air detector were replaced to correct the issue.

Event description:
It was reported that the pump has a ripped and bubbled dso seal during testing. There was no patient involvement.